Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test hand piece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted.

Event description:
It was reported that during a sleeve gastrectomy procedure, the tissue pad melted and came off halfway. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: the tissue pad didn't detach from the clamp arm. The surgeon removed device before any material fell into patient. Was the piece retrieved? Yes. Is the tissue pad returning with the device or has it been disposed of? If tissue pad is not with packing it may have been disposed of does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Not typically but that may have been the case in this scenario.